Event description:
Caller reported cgm error 42, which affected the continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.